Event description:
Endo gia reload fired, but the staple was not compressed to hold tissue closed on the cut edge.

Event description:
The facility reported a flo-gard infusion pump which alarmed for air in line and may have interrupted delivery on a patient. The pump was swapped out with another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with an air alarm, which may have interrupted an infusion, was not confirmed nor duplicated during product evaluation. An air alarm test was performed and found the device to be operating within specifications. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.